Manufacturer narrative:
The insulin pump was received with no button response on the down arrow button due to corroded keypad traces noted. Unable to perform displacement test due to unresponsive keypad. No unexpected low reservoir alarms noted. No unexpected frozen screen noted; time advanced properly. The insulin pump has cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 229 mg/dl. The customer stated that the insulin pump alarmed low reservoir, and when she changed the battery out, the insulin pump got stuck on the status screen. She stated that the buttons would not advance the screen. She reported that she was unable to do anything with the device, and the esc, up, and down buttons did not respond. She confirmed that the status screen showed that the time was still advancing. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.